Manufacturer narrative:
(B)(4): the customer reported that the display is cracked due to a "drop". No patient harm was reported. From the limited available information, we cannot yet rule out a mounting failure. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that the display is cracked due to a "drop". No patient harm was reported.